Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event. The patient presented to the emergency department and upon review, rising thresholds measurements were observed on the right ventricular (rv) lead but still within range. Boston scientific technical services (ts) was consulted regarding the syncopal event and no stored episodes were found that correlated to the reported event. Further testing by cardiology was recommended. No adverse patient effects were reported.